Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose results by daughter, peggy. Expected blood glucose test result range is not known. Testing performed four times daily. Customer observed symptoms of hyperglycemia such as headache. Patient forgot to administer insulin at night (B)(6) 2015. When blood glucose tested his results were 524 mg/dl and insulin was administered. Emergency medical services were alerted by life alert system. When paramedics arrived, blood glucose tested with their meter with result of 498 mg/dl. Customer's daughter refused transportation to hospital for treatment. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 563 mg/dl and hi. After contact with physician, customer administered more insulin and then tested blood glucose at 3:00pm with result of 589 mg/dl. Administered more insulin and tested blood glucose at 4:00pm with result of 598 mg/dl. Daughter decided to transport father to hospital immediately for medical attention since blood glucose was not decreasing. Customer was admitted to hospital on (B)(6) 2015 for pneumonia and discharged on (B)(6) 2015. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of hi blood glucose results by daughter, (B)(6). Expected blood glucose test result range is not known. Testing performed four times daily. Customer observed symptoms of hyperglycemia such as headache. Patient forgot to administer insulin at night (B)(6) 2015. When blood glucose tested his results were 524 mg/dl and insulin was administered. Emergency medical services were alerted by (B)(6) system. When paramedics arrived, blood glucose tested with their meter with result of 498 mg/dl. Customer's daughter refused transportation to hospital for treatment. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 563 mg/dl and hi. After contact with physician, customer administered more insulin and then tested blood glucose at 3:00 pm with result of 589 mg/dl. Administered more insulin and tested blood glucose at 4:00 pm with result of 598 mg/dl. Daughter decided to transport father to hospital immediately for medical attention since blood glucose was not decreasing. Customer was admitted to hospital on (B)(6) 2015 for pneumonia and discharged on (B)(6) 2015. Verified storage of product is within instructed spec since they are kept in living room. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 435 mg/dl, (B)(6) 2015, 02:30 pm; 2: 524 mg/dl, (B)(6) 2015, 12:00 pm; 3: 383 mg/dl, (B)(6) 2015, 08:00 am; 4: 203 mg/dl, (B)(6) 2015, 08:00 pm; 5: 249 mg/dl, (B)(6) 2015, 09:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.